Event description:
The customer reported an occurrence of unit failing pre-operational testing (est) during system pressure testing failure during system pressure testing indicates pressure is not increasing to specified levels. Failure to build pressure during normal ventilation mode may result in hypoventilation/loss of volume or pressure. No patient involvement / harm was reported.

Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.